Event description:
The user went to the clinic for troubleshooting of external device and audio processor upgrade. The user reported no auditory perception on electrode stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical and medical checks are considered but no date has been scheduled yet.

Event description:
The user went to the clinic for troubleshooting of external device and audio processor upgrade. The user reported no auditory perception on electrode stimulation. The user lost access to sounds completely, unable to report whether it is gradual or sudden by the user as she is very inconsistent in using the device. Further technical checks and further medical intervention is considered.